Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On march 17, 2017, it was reported that patient sustained a 10cm laceration to the left upper thigh, through dermis to fat. The graft was needed to be redone/ restarted in a new position. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2010 where it was reported that the hand piece was not cutting skin properly and the ball detent, reciprocating arm, seal and retaining ring, motor, width plates, thickness lever, bearings, throttle lever, poppet assembly, and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on april 5, 2017 revealed that the motor was running rough and the needle bearings were gone. The head and control bar were nicked and the control bar was set to the incorrect position. The calibration was also out of specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly, o-ring, and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was nicked and set to incorrect position. It was also revealed that the motor was running rough and calibration was also out of specification. The root cause of the reported was due to the control bar was nicked and set to incorrect position .however, it was also revealed that the motor was running rough and calibration was also out of specification. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient sustained a 10 cm laceration to the left upper thigh during surgery. The patient was required to undergo an additional surgery and the harvested graft was not useable. No additional patient consequences were reported.